Event description:
Client informed us about a patient with posterior capsule rupture observed during a cataract surgery on (B)(6) 2024. The patient was sent to special clinic for further surgical intervention. It is unknown how did the second surgery in the special clinic go and what was done.